Event description:
As reported, when the dr. In charge used the kd-v411m-0725 for the est (endoscopic sphincterotomy) therapeutic procedure, the tip knife wire broke. According to the reporter, no device fell and the intended procedure was completed using similar device. No health hazard reported. There was no patient harm , no user injury reported due to the event.

Manufacturer narrative:
Communication with the customer: the reported setting value for the cut mode and the coagulation mode at the time of the event per the customer follow up response are the following: end cut I incision time 3, incision interval 4, or forced coag. Device evaluation, the following were noted: the model no. Was kd-v411m-0725. The lot number was 1zk with supplementary information number of ¿28¿. (M-bc manufacture date: december 28, 2021). The cutting wire was broken. Investigation was carried out to confirm the broken portion. The coated portion of the cutting wire was torn, and the broken portion was scorched and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the coated portion of the cutting wire, and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. Other abnormalities that could lead to the breakage of the cutting wire were not confirmed. The following DHR ( device history record) with the lot no. Of the subject device was confirmed. No abnormalities found from the device history record of the items which relate to the reported phenomenon. Process inspection sheet. Quality inspection sheet. Nonconforming product report. IFU (instruction for use) : this instruction manual contains the following information. (Drawing no.gk6224 revision no.8) since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. Based on the confirmation result and the investigation results in the past, a likely mechanism causing the broken cutting wire might be the following. However, the exact cause of the problem could not be conclusively identified. 1. The cutting wire at a torn area of the coated portion came into contact with the distal end of the endoscope while the forceps elevator was raised. 2. The output was activated in state of ¿1¿ description, and the cutting wire became hot instantly. This caused the cutting wire to break. It has been confirmed that the tear of the coated portion of the cutting wire could duplicate by the following mechanism. 1. The forceps elevator of the endoscope was raised. 2. When the cutting wire deflects, the coated portion of the cutting wire and the metal part of the distal end of the endoscope come into contact. 3. In state of description ¿2¿, the cutting wire was moved back and forth. This caused the coated portion of the cutting wire to tear. The slider was pushed more than needed. This caused the cutting wire to deflect. Avoiding the above situations will prevent the cutting wire from breaking. Olympus will continue to monitor complaints for this device.